Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was replaced and the system calibrated to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported the unit shutdown during use and had a burning smell. The unit was replaced and ventilation was continued manually. There was no report of patient injury.